Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The s-ram battery was replaced. The system was tested and operated as intended.

Event description:
The customer reports the 9600 system displays a check sum error message. No pt injury was reported.